Event description:
The patient contacted animas on (B)(6) 2013 reporting a blood glucose level up to 29.7 mmol/l with nausea. The patient indicated that the pump emitted a call service (B)(4)alarm just after a low battery warning at 1:39 am. The patient reported not hearing either alarm and therefore did not receive insulin until waking up at 7 am with a blood glucose elevated to 29.7 mmol/l. This report is made based on the allegation that the patient experience hyperglycemia related to sleeping through pump alarms.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/24/2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no call service alarms were duplicated during testing. Unrelated to the complaint, the display screen was found to be discolored. The display screen was replaced with a test screen and the display returned to normal.